Manufacturer narrative:
Upon clarification, the device is gamcath gthk 1325. The catheter was washed with chlorhexidine alcohol 5mg/ml and flushed with sodium chloride. The device was received for evaluation. During visual inspection, a hole (approximately 1mm in length) on the venous extension tubing was observed near the hub borderline (venous extension line). During functional leak testing a leak was noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with an unknown baxter dialysis catheter, a hole in the catheter on the blue leg was observed. The event occurred during repositioning. Therapy was stopped and more stitches were needed to insert a new catheter. Approximately, 180ml of blood was lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.